Manufacturer narrative:
A getinge field service engineer (fse) evaluated the intra-aortic balloon pump (iabp) and was able to reproduce the reported issue. The fse found the fiber optic sensor cable connector to be damaged. To fix the issue, the fse replaced the fiber optic cable assembly and verified proper fiber optic function. The fse performed fiber optic tests, and no fiber optic sensor errors found. The fse also performed all functional and safety checks to meet factory specifications including electrical safety tests. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) had generated a "fiber optic failure" alarm. Incident occurrence was not reported. However, there was no patient involvement and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
Customer reported that the cardiosave intra-aortic balloon pump (iabp) had generated a "fiber optic failure" alarm. Incident occurrence was not reported. However, there was no patient involvement and no adverse event reported.